Manufacturer narrative:
(B)(4). Date sent: 4/24/2024. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number a9cv02, and no non-conformances were identified additional information was requested and the following was obtained: was the device locked on tissue with the jaws closed? If yes, how was the device removed? No. The malfunction happened while loading cartridge. What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Unknown. Did the jaws eventually open? No.

Event description:
It was reported that during the unk surgery ,after installed reload closed the jaw, but could not open the jaw anymore. Another device was used to complete the procedure. There were no adverse consequences to the patient. No additional information could be provided.